Event description:
It was reported that during a laparoscopic colon procedure, the isolated pads white surface is detached from the metal i.e. It has loosened up during the procedure where the surgeon is certain that they did not come in contact with any metal or any hard plastic that could have caused the isolated surface to detach in such manner. The procedure was completed with a new device and no damage to pt. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.